Event description:
It was reported that the patient developed an infection. The lead was capped and left in the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
For use by user facility/importer(devices only): the information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). (B)(4) implantable pacing lead 1998 (B)(6); 6931 implantable tachy lead 2005 (B)(6).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.